Event description:
It was reported that the patient missed a refill due to the nursing home not bringing her to the doctor appointment. The reporter stated that the refill was missed by one to two days. The date of the event was not provided. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).